Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test due to motor error alarm. Unit had missing end cap sticker and cracked display window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was performed. The device was returned for analysis.